Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the lcsc5 scalpel ceased working after 5 minutes. The handpiece was cleaned, reattached and still did not work. Another blade was used to complete the case. There was no consequence to the pt.